Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated they wanted to contact a manufacturing representative to meet with the patient to have the implantable neurostimulator (ins) adjusted. It was noted the patient¿s pain level was still a seven or eight out of ten. It was further noted the patient was note getting much relief. The reporter stated that if stimulation was too high the patient could not handle the jolt. The reporter further stated that since implant the patient¿s pain relief was not what they were wanting and it had gotten worse over the last couple weeks. It was noted the patient noticed left leg pain into their left foot. It was further noted the patient foot goes numb. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3998, lot # va021ax, implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).